Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test, self test and current test or verify charge battery anomaly and rewind anomaly due to blank display. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump batteries lasting less than seven days, insulin pump not gave correct blood glucose level reading, sometimes had problems with the sensor hearing unusual noises different from the normal rewind noises. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.